Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported that a female diabetic patient had a diagnostic heart catheterization procedure on (B)(6) 2014. While the patient was being prepped for the catheterization procedure, it was noted that there was minor redness in her groin/puncture area. The area was prepped according to normal aseptic/sterile techniques. After the catheterization procedure, the physician who is a mynx trained user, selected a mynxgrip vascular closure device for closure of the access site. Hemostasis was established. The patient was discharged the same day. Two days later, the patient noticed redness spreading on the puncture site area but did not follow-up with the physician. Four days after the catheterization procedure, the patient went to the e.r. With a 105 degree fahrenheit fever and diffuse cellulitis in the groin center area, just proximal to the skin puncture site. The patient was initially administered vancomycin and zosyn IV, and subsequently changed to IV ancef when the blood cultures showed active staph aureus in the blood. The patient was admitted to the hospital with a continuous IV antibiotics and her condition improved. An ultrasound of the puncture site was performed which confirmed appropriate deployment and hemostasis of the common femoral artery. At the time of this report, the patient had been admitted to the hospital with no set discharge date. The physician anticipated the patient receiving a pic line (peripherally inserted central catheter) in order to receive long term IV antibiotics after being discharged from the hospital.